Manufacturer narrative:
The blade broke during a right great toe amputation while trying to free up the toe after the incision was made. We were not provided the circumstances in which the blade broke, but the blade was manually removed with x-ray assist from the foot. The procedure continued without further incident. There was no injury or additional medical intervention provided. The sample has not been returned for evaluation. A root cause has not been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
The blade broke during use and was retrieved from the surgical site.